Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by customer that they were hospitalized for high blood glucose. Blood glucose reading was 30 mmol/l. Customer stated that they used other pump in hospital to treat high blood glucose. The customer stated high blood glucose treated by insulin drip by doctor. Customer performed motor displacement test and it passed. The insulin pump will be returned for analysis.